Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturing representative that the doctor unscrewed the lead from the external cable connections and the leads insulation broke off exposing the wires. The patient cleaned her own wound at home and accidentally pulled hard on the external cable, but stimulation was intact and no loss of stimulation was experienced. The broken lead was replaced with a new one and connected to the implantable neurostimulator (ins) as they do for phase 2. The issue was resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that this was a case where the doctor cut the lead.